Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was limited data to assess the reported issue. Further investigation was not possible as the user wanted the sensor removed. Customer care contacted the user to perform troubleshooting, but they refused so no further action was possible.